Event description:
It was reported that boston scientific technical services (ts) was contacted for an evaluation of recent atrial tachy response (atr - mode switch) episodes. Additionally, variable, but still in-range pacing impedance measurements were noted (450-700 ohms). Ts discussed that the mode switch episodes were likely the result of non-physiological over-sensed noise and decreased amplitude measurements. It was recommended to evaluate the system in-clinic via provocative maneuvers and diagnostic imaging to assess the system integrity. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted for an evaluation of recent atrial tachy response (atr - mode switch) episodes. Additionally, variable, but still in-range pacing impedance measurements were noted (450-700 ohms). Ts discussed that the mode switch episodes were likely the result of non-physiological over-sensed noise and decreased amplitude measurements. It was recommended to evaluate the system in-clinic via provocative maneuvers and diagnostic imaging to assess the system integrity. The patient was scheduled for a follow-up appointment and no further information was provided. At this time, the device remains implanted and no adverse patient effects were reported.